Manufacturer narrative:
Additional information: according to received information, the recipient suffered from facial nerve stimulation and discomfort. These symptoms are more likely attributable to a partial active electrode migration out of cochlea, as confirmed by diagnostic imaging, being 1 channel extracochlear since implantation. In addition one channel in the apical region of the electrode also shows a high impedance value for undetermined reasons. Re-implantation is being considered.

Event description:
The user only has sound detection, and is feeling a lot of headache. At a fitting the stimulation levels were decreased, since the user suffered from facial stimulation (fns) and discomfort. The audiologist changed to triphasic pulses with improvement in fns, but lower mcl. No accident or trauma has been reported. Re-implantation is being considered.

Event description:
The user only has sound detection, and has a lot of headaches. At a fitting the stimulation levels were decreased, since the user suffered from facial nerve stimulation (fns) and discomfort. The audiologist changed to triphasic pulses with improvement in fns, but lower mcl. No accident or trauma has been reported. Re-implantation was on (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition, the recipient suffered from facial nerve stimulation and discomfort. These symptoms were most likely attributable to a partial active electrode migration out of the cochlea, as confirmed by diagnostic imaging, with 1 channel being extra cochlear since implantation. This is a final report.

Manufacturer narrative:
Additional information: according to received information, the recipient suffered from facial nerve stimulation and discomfort. These symptoms are more likely attributable to a partial active electrode migration out of cochlea, as confirmed by diagnostic imaging, with 1 channel extra cochlear since implantation. In addition one channel in the apical region of the electrode also shows a high impedance value for undetermined reasons. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user only has sound detection, and has a lot of headaches. At a fitting the stimulation levels were decreased, since the user suffered from facial nerve stimulation (fns) and discomfort. The audiologist changed to triphasic pulses with improvement in fns, but lower mcl. No accident or trauma has been reported. Re-implantation was done on (B)(6) 2019. Despite requested, the concerned device could not be made available for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user only has sound detection, and is feeling a lot of headache. At a fitting the levels were decreased, since the user suffered from facial stimulation (fns) and discomfort. The audiologist changed to triphase pulse with improvement in fns, but lower mcl. No accident or trauma has been reported.